Manufacturer narrative:
This product event occurred prior to the field corrective action recall communication. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a blue particle was found in the water (loading bath). The device was not used for the implant and was discarded by the customer and will not be returned for analysis. There was no patient contact.

Manufacturer narrative:
Correction: the facility name and address were incorrectly entered on the initial MDR report. The appropriate fields have been corrected on this report.

Manufacturer narrative:
Conclusion: medtronic received an image of the particulate. Based on this image, the particle appeared consistent with flash from the catheter tip guide tube. Medtronic initiated a voluntary product recall of the enveo¿ r loading systems july 2015 due to blue particulate being observed in a small number of cases. To date, there have been no reports of any adverse patient effects with this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.